Event description:
Recurrent vaginal prolapse after transvaginal mesh procedure with prolift performed by another surgeon. She had mesh erosion in the anterior compartment 2 years after surgery. Mesh had to be removed and the vagina reconstructed.